Event description:
It was reported that the sterile package was opened. A 12.0mm x 40mm x 75cm athletis balloon catheter was selected for use. However, the top part of the sterile packaging was opened. The device got compromised. No complications were reported.